Event description:
Information received by medtronic indicated that customer received insulin flow blocked alarm and also experienced hyperglycemia. The blood glucose value at the time of incident was 489 mg/dl. Customer was treated with insulin pump for high blood glucose. No further patient complications were reported. Troubleshooting was successfully performed and the customer will continue use of the device. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.